Event description:
Complainant alleged that during biomed testing, the device's main switch came off and they were unable to power on the device without using a tool. Complainant indicated that there was no pt involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.